Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 1.5, 9mm (cat# 02-012-35-1509 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) female patient¿s reason for surgery was the failure of the implants. Surgeon thought the surgery was just going to be a poly exchange, however once the knee was opened up, it was discovered the femur was loose as well and that there was significant bone lose. It was revised to a size cc femur, 4mm offset, 10x120 stem, 10 and 5 post aug block, two 5 distal aug blocks and a 1.5 10mm psc poly, the tibial tray was not touched as it was well fixed. Patient was last known to be in stable condition following the event. The device will be return.

Event description:
As reported, a (B)(6) female patient¿s reason for surgery was the failure of the implants. Surgeon thought the surgery was just going to be a poly exchange, however once the knee was opened up, it was discovered the femur was loose as well and that there was significant bone lose. It was revised to a size cc femur, 4mm offset, 10x120 stem, 10 and 5 post aug block, two 5 distal aug blocks and a 1.5 10mm psc poly, the tibial tray was not touched as it was well fixed. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 1.5, 9mm (cat# 02-012-35-1509 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h1, h2, h3 and h6 have been updated accordingly. The revision reported was likely the result of both aseptic (non-infected) femoral loosening and prosthesis wear. The femoral loosening was likely the result of both patient-related conditions and an insufficient bond between the femoral component and the bone. The prosthesis wear was likely the result of axial rotation mismatch of the femoral component relative to the tibial insert and third body wear. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6)2017 due to osteoarthritis. The patient underwent left knee revision surgery on (B)(6)2021, approximately 4 years 1 month after their primary surgery. (B)(6) 2021 op report found clear, straw-colored joint fluid that yielded trace leukocyte esterase and a low number of nucleated cells on cell count, extensive polyethylene and/or cement synovitis, mild lateral patellar facet wear, no patellar loosening, gross femoral loosening due to debonding, distal femoral osteolysis, a well-fixed tibial implant with minimal posterior medial tibial osteolysis, and pitting and delamination of the medial patellar insert on the topside. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Based on the receipt of additional information, the following fields have been updated: b5, d6a, d8, h7, and h9. Further updates and/or re-opened investigation results will be reported within 30 days of their receipt.